Event description:
Related to MFR report # 2183959-2012-01312. On (B)(6) 2011, the plaintiff was implanted with a miniarc sling. It was alleged that, "after, and as a result of the surgical implant," the plaintiff suffered, "serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia and other injuries." It was also alleged that the plaintiff, "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.